Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
A discordant, falsely low methotrexate result was obtained on one patient sample on a dimension rxl max with hm instrument. Sample ID (B)(6) was collected and tested on (B)(6) 2016, resulting above assay range multiple times on the same instrument. The sample was diluted, obtaining a result of 19.07 umol/l. The sample was repeated again, and the test was aborted. The customer detected the reagent was empty, prepared a new reagent and ran quality controls, which resulted in range. The customer tested the sample again on the same instrument with a 1:6 and 1:36 dilutions, resulting below assay range. The customer repeated the sample with a 1:36 dilution, obtaining a falsely low result. The customer reported the falsely low result to the physician(s). The following day, a new sample was collected from the patient ID (B)(6) and was tested on the same instrument, resulting higher than the low result reported. The results were reported to the physician(s). The physician questioned the results reported, as they did not match the clinical picture and dose of drug used. The patient showed signs of intoxication. The physician requested a rerun. The samples were repeated on the same instrument, resulting higher than the falsely low result. The results were reported to the physician, and the physician then reduced the dose of the drug administered to the patient, based on the higher repeat results. It is unknown which drug was administered. A new sample was collected from the patient and tested on the same instrument, resulting lower and in accordance with the clinical status of the patient. The results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant methotrexate result.

Manufacturer narrative:
The initial MDR 1226181-2016-00459 was filed on september 21st, 2016. Additional information (10/06/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. Quality controls results on the day of event were within acceptable limits for each level. Hsc reviewed the methotrexate method parameters, and confirmed that the sample size and calculation was correct. The assay's range upper limit, which should be listed as 1.5 umol/l, was improperly set to 2.0 umol/l, denoting non-standard use. Hsc did not find evidence of a system malfunction. Hsc did note that data indicated a possible need to clean windows and/or address the source lamp. Hsc was unable to conclude the cause of event. Hsc does advise that the user-defined settings and assay range be configured to remain in accordance with those parameters that were validated by siemens. There have been no similar reports from this customer and this event is deemed an isolated occurrence. The instrument is performing according to specifications. No further evaluation of the device is required.